Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device would not power on to download device data, or to charge and shock. Physio determined that the cause of the reported issue was due to excess leakage current on the digital pcb assembly. Further component cause could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that the charge-pak and attention icons were illuminated on the readiness display. Physio had the customer remove and reinsert the charge-pak and the device would not power on. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio found that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number: (B)(4).

Event description:
The customer contacted physio-control to report that the charge-pak and attention icons were illuminated on the readiness display. Physio had the customer remove and reinsert the charge-pak and the device would not power on. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio found that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.